Event description:
See 1007311. Human adjuvant disease silicone induced health problems, polymyocitis, rheumatoid arthritis, sch. (Also see 1007312, 1007313) rptr had 4 sets of breast implants, had calcium deposits. She c/o chronic bladder, urinary infections, blood pressure problems, neuropathy, carpal tunnel syndrome, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances, chemically induced meningitis, pain &/or burning sensation of chest/rib cage, cholesterol or triglicerides very high, rapid eye deterioration, chronic swelling, discoloration (red or blue), heat or cold sensitivity of extremitities, frequent low grade fever, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, hysterectomy, ovarian problems, substantial hair loss not connected with medications, frequent migraines/severe headaches, fast heart beat, hypersensitivity or allergies to chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, lupus, atypical lupus, sjogren's syndrome, scleroderma, joints: inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent stiffness, hepatitis, said she had tb, chronic swollen lymph nodes/lymphadenopathy, under arms. Chronic unexplained muscle spasms, frozen shoulder, muscle pain, burning, atrophy, fibromyalgia, myositis or polymyositis, unexplained rashes, sun sensitivity, unexplained severe itching, chronic insomnia, non-restorative sleep, thoracic outlet syndrome, chronic fatigue syndrome, granulomas or siliconomas, clumsiness/drops things, misjudges distance/runs into objects.